Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee replacement, on closure of the joint capsule, after 5-6 throws of a running stitch, the thread broke. The user opened another suture of the same code to resolve the issue. There was no patient injury.